Manufacturer narrative:
Concomitant medical products: pb1018 transcatheter valve, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead impedance was rising. A lead fracture was suspected. The lead was subsequently capped and replaced during a device changeout procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.